Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k): k923607 and k926214 the actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A current guidewire sample was inserted into a metallic needle and withdrawn from it in the manner of the guidewire sample having contact with the metallic needle. The urethane coating was sheared off the guidewire sample. The surface of the shear cross-section of the urethane outer layer was found to be in the smooth state as if it had been sheared with a sharp cutting tool. A semicircular groove was found to have been generated on the shear cross-section. Based on the complaint description, it is likely that the actual device was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with the metallic needle used in combination with the actual device. As the result, the urethane outer layer may have got sheared off the wire. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following:do not manipulate or withdraw the radifocus glidewire endoscopic(urologic) wire through a metal entry needle, metal dilator or metal devices with sharp or rasping edges. Manipulation and/or withdrawal through a metal device with sharp or rasping edges may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported the involved guidewire was used in combination with a metal needle during drainage on (B)(6) 2018. During and after the drainage, it was not noticed that the urethane outer layer was sheared off the actual sample in the patient's body. On (B)(6) 2018, fluoroscopic examination of the patient revealed a foreign substance approximately 0.35 in size inside his body. It was assumed to be from the actual sample. An unknown metal needle and a flexima ptcd catheter (boston scientific) were used. The patient under follow-up with no serious condition.